Event description:
It was reported that this right ventricular (rv) lead exhibited low out-of-range pacing impedance measurements. Subsequently, a revision procedure was surgically abandoned and replaced. No additional adverse patient effects were reported.